Manufacturer narrative:
Initial.

Event description:
It was reported that the user received a ¿dosing stopped connect cgm¿ alert on an ilet system paired with a freestyle libre 3 plus continuous glucose monitor sensor and did not start a new sensor until guided by support, after which the sensor warmed up and provided readings; a fingerstick glucose of 230 mg/dl was reported prior to sensor activation and later a sensor glucose of 153 mg/dl was confirmed. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to therapy without hospitalization. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no device problem and identified a usage error due to an improper procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.